Event description:
It is reported that the patient temperature kept fluctuating between 99 and 104 degrees. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It is reported that the patient temperature kept fluctuating between 99 and 104 degrees. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
The investigation identified different temperature probe readings with a bard foley temperature probe and oral probe causing the device to alarm frequently. There were no adverse consequences reported to the patient involved and it was identified that the oral temperature remained steady indicating that the issue was with the different temperature readings and not with the patient experiencing temperature deviation.

Event description:
It is reported that the patient temperature kept fluctuating between 99 and 104 degrees. The patient was not adversely affected and no clinically relevant delay in treatment was reported.